Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with unspecified mentor tissue expanders and experienced bilateral device extrusions post-operatively. As a result, the patient underwent explantation on an estimated date of (B)(6) 2019. This report is for the left side device.